Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (severely calcified lesion with 70% stenosis). Inherent risk of procedure (stent deformation). Deformation problem (stent). Conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (severely calcified lesion with 70% stenosis). (B)(4).

Event description:
The physician intended to use a resolute onyx stent to treat a severely calcified lesion in the lad. The lesion exhibited 70% stenosis. The device was removed from packaging per IFU, inspected and prepped with no issues noted. The lesion was pre-dilated. It is reported that resistance was encountered during positioning. The device could not cross the lesion, and it is reported that stent deformation was noted on removal of the stent. The physician believes that the stent deformation was related to use of the device in difficult lesion morphology/anatomy, i.e. That the event was procedural related and not device related. The physician used a resolute integrity stent to successfully complete the procedure. No patient injury reported. Device evaluation summary: analysis of the returned resolute onyx device showed evidence of stent deformation. A number of struts on the 6th, 7th and 8th distal stent segments were raised and deformed. The distal tip of the device had evidence of damage. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.